Event description:
The patient reported on (B)(6) he was hospitalized for hyperglycemia (exact a bg level was reported). At the hospital a bg meter comparison was performed. His pdm read 381 mg/dl vs 280 mg/dl for the hospital's meter. He was released from the hospital on monday ((B)(6)). He did not provide any further information regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.